Event description:
It was reported that the customer received a motor error alarm during a set change. The customer could not clear the alarm. The insulin pump was not exposed to high magnetic fields and was not dropped. The customer's blood glucose was unknown. Advised the customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.